Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/20/2019. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. H3 device evaluation summary: one sealed box with thirty-six unopened samples and twenty-three unopened samples inside of opened box of product code eh7406h, lot mph572 were received for analysis. The complaint sample was not returned. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or breakage suture were observed. A functional test was performed and the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle or breakage suture was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-86348, 2210968-2019-86349, 2210968-2019-86350 and 2210968-2019-86351. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/20/2019. Corrected information: h6 analysis codes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bowel procedure on (B)(6) 2019 and suture was used. The needle separated from suture with only little tension. The suture broke at the first third of suture. Another device was used to complete the procedure. There were no adverse patient consequences reported.